Event description:
Customer was driving scooter off of a curb decline to the street and tipped. Customer was driving unit very slowly, almost at a stop. Customer went to ER. Customer rec'd 21 stitches in arm. Unit is still operable and in use by customer. Instructed customer, per owners manual, not to attempt to turn while on an incline or decline or a curb. Advised customer unit is not designed to turn on curbs/obstructions one inch or greater, as well as on inclines/declines.